Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient came to the hospital after having 3 low flow alarms while pumping gas. The patient continued to have low flow alarms after admission. The patient was asymptomatic during the alarms. Blood pressure was elevated with mean arterial pressure (map) of 120 mmhg and hydralazine and isosorbide dinitrate were given. The map was then 70-80 mmhg with continued low flow alarms with flow below 1.8 liters per minute and hematocrit level of 44%. 1 liter of intravenous (IV) fluid was given. An echocardiogram was completed and showed dilated left ventricle and moderately dilated right ventricle. Log files were submitted for review. The log captures persistent low flow estimates as well as sustained low flow hazard events. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log. The mechanical circulatory support (mcs) equipment is operating as intended electronically and mechanically. A computed tomography (CT) of chest with contrast was performed and showed sub-sternal pseudoaneurysm compressing on the outflow graft of the pump and thrombus in the outflow graft of the pump bend relief. The patient was to return to the operating room (or) for chest exploration. Upon return to the or, there were three small holes found in the diaphragmatic surface of the outflow graft in a linear arrangement and closely spaced together. The holes were in the portion of the graft that likely was adjacent to the driveline and were 4 to 6 cm distal to the end of the outflow bend relief graft. Clamps were placed proximally and distally. The three holes were connected into a single hole and the edges were freshened up to normal-appearing graft. This area was patched with a piece of hemashield graft and 5-0 prolene suture in a running fashion. Coseal was used to control the bleeding from the needle holes. A piece of hemashield graft was opened linearly and used to surround the repaired graft, going as far proximally and distally as the dissection allowed. The low flow alarms and thrombus resolved after the patient went to the or. It was noted that the patient had recent significant weight loss which may have contributed.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported compression of the outflow graft and 3 holes in the outflow graft could not be confirmed through review of the submitted image, and a specific cause could not be conclusively determined through this evaluation. Review of the submitted log files confirmed the reported low flow alarms, which the account attributed to the outflow graft damage and compression. The submitted controller event log file contained events on (B)(6) 2023. A continuous low flow hazard alarm was captured throughout the majority of the file due to the estimated flow remaining below the low flow alarm threshold of 2.5 liters per minute (lpm). In addition, the submitted controller periodic log file captured a gradual decline in flow beginning on (B)(6) 2023. The system appeared to operate as intended at the stored patient speed for the duration of the files. Additional information stated a computed tomography (CT) scan of the chest showed a sub-sternal pseudoaneurysm compressing the outflow graft and thrombus in the outflow graft bend relief. Upon return to the operating room for a chest exploration, it was found there were three small holes in the diaphragmatic surface of the outflow graft in a linear arrangement and closely spaced together. The holes were in the portion of the graft that likely was adjacent to the driveline and were 4 to 6 centimeters distal to the end of the outflow bend relief graft. To repair the holes, clamps were placed proximally and distally. The three holes were connected into a single hole and the edges were freshened up to normal-appearing graft. This area was patched with a piece of hemashield graft and 5-0 prolene suture in a running fashion. Coseal was used to control the bleeding from the needle holes. A piece of hemashield graft was opened linearly and used to surround the repaired graft, going as far proximally and distally as the dissection allowed. A CT scan image was submitted for review. No obvious signs of an outflow graft obstruction or issue were identified through review of the submitted image. The relevant sections of the device history records for (B)(6) as well as the sealed outflow graft, lot number 7073766, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1, "introduction," provides an explanation of pump parameters (including flow). Section 4 "system monitor" provides information about the pump flow display and explains that pump flow is estimated based on pump speed and the amount of power being provided to the pump motor. This section also provides information about the low flow hazard alarm condition and states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm. Section 5 entitled ¿surgical procedures,¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low flow and/or bleeding. Section 5 also cautions the user that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. Section 7 ¿alarms and troubleshooting,¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
While the CT showed up as a substernal pseudo-aneurysm compressing the outflow graft, it was noted that it was actually 3 holes ranging from 1-3 millimeters above the outflow graft bend relief. The doctors reiterated that the graft was not in contact with anything obviously abrasive like sternal wire or bone but could have been in contact with the silicone of the pump cable. It was thought that it was due to the outflow graft coming in contact with something abrasive, such as a piece of titanium from the pump or maybe sternal wire, or that the outflow graft had folded onto and was rubbing against itself.